Event description:
It was reported patient underwent left hip revision approximately 17 years and 11 months post implantation due to ceramic head fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d1, d4, b4, g3, g6, h2, h3, h6, h11. The reported product as well as the associated liner were returned to the post market surveillance team for examination. The ceramic femoral head fractured into multiple fragments; however, it should be noted that not all fragments of the head were returned. It can be observed that the taper connection of the ceramic head shows no primary regular metal transfer. Further, it can also be observed, that the head taper contains a brownish residue with a pattern which is most likely organic. The liner shows significant damage, particularly on the articulating surface. It can be assumed that this damage occurred both after the fracture of the ceramic head and during the revision surgery. Additionally, a new hole is visible on the liner, possibly made during the revision to help remove it; however, no further details are available. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item. The operative report was submitted, documenting the implantation of an uncemented total hip prosthesis on the left side. The procedure was completed without complications, and the hip joint is reported to be stable. Radiographs were not provided. Review of instruction for use: the review mentions the following: " do not assemble the mating components without ensuring that the surfaces are free of blood or debris. Failure to ensure that mating surfaces are clean and dry could result in inadequate seating of one component upon the other, corrosion and subsequent disassembly of the mated components or fracture of the implant". Based on the available information, the reported event can be confirmed it was reported that the patient underwent revision surgery, due to a ceramic head fracture after approximately 18 years in vivo. The ceramic head and liner were returned for evaluation. The head was found to be fractured into multiple fragments; however, not all fragments were returned, which precluded a complete fracture analysis. Upon inspection, no evidence of primary metal transfer was observed on the taper which could indicate insufficient fixation of the head on the stem. Further, what appeared to be possibly blood residue was noted on the taper surface, suggesting that the taper may not have been properly cleaned during the initial implantation. This residue could have interfered with the proper seating of the ceramic head. It is possible that the insufficient fixation may have led to localized increases in mechanical stress, which are considered a plausible contributing factor to the ceramic head fracture. However, based on the investigation a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D6a: device was implanted on an unknown date in (B)(6) 2007. G2: report source switzerland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision post implantation because the biolox delta head had shattered. Attempts have been made and additional information on the reported event is unavailable at this time.